Event description:
Additional information: the following additional information was received through patient records. On (B)(6) 2016, head CT scans revealed a large right frontal intraparenchymal hemorrhage with intraventricular extension and diffuse sulcal effacement consistent with diffuse cerebral edema. A continuing right to left midline shift with herniation was also noted. The patient was treated with 3% normal saline and anticoagulation was reversed with protamine, prothrombin complex concentrate, and fresh frozen plasma. Due to the extent of the cerebral hemorrhage and prior anticoagulation with lovenox, operative intervention was not possible and the decision to withdraw care was made by the patient's family.

Manufacturer narrative:
The referenced pump exchange due to thrombus was previously reported under medwatch MFR report number 2916596-2013-00943. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 3 months. The pump was not explanted and is not available for evaluation. Additional information was requested but has not been provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2013 and underwent a pump exchange on (B)(6) 2013 for thrombosis. It was reported that due to the initial early onset pump thrombosis the patient had been on a triple anticoagulation therapy regimen. The patient was admitted on (B)(6) 2016 for a neurological event with unspecified symptoms. A head CT scan revealed a large hemorrhagic event. The patient's admission inr was 1.2, and had reportedly been sub-therapeutic leading up to the event with a goal of 2 to 2.5. Due to the neurological event, the patient's family decided to discontinue lvad support. The lvad was turned off on (B)(6) 2016 and the patient expired approximately 3 hours later. The vad team did not feel that the event was related to the device and they reported that the pump was functioning as intended.